Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2000 and mesh was implanted into the patient. It is also reported that the patient had ¿novasilk¿ implanted during the same procedure. There is also reference to intepro mesh being implanted on or about (B)(6) 2008. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in march of 2000 and mesh was implanted into the patient. It is also reported that the patient had ¿novasilk¿ implanted during the same procedure. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and ams intepro mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and coloplast novasilk was implanted. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. Concomitantly, the patient had novasilk implanted during the same procedure. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and ams intepro mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and coloplast novasilk was implanted. It is further reported that the patient experienced pain, erosion of internal tissues, extrusion, infection , urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and has undergone additional surgeries and revisionary procedures. The patient underwent removal/revision on (B)(6) 2000, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008. No additional information is provided at this time. (B)(4).